Event description:
The reporter stated the sugeon attempted to insert a 24.0 diopter cq2015 collamer three piece lens but the lens was torn. There was no pt contact or injury. The reporter stated the cause of the lens tear was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic torn off. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.